Manufacturer narrative:
An investigation is currently underway. Upon completion, the results will be forwarded.

Event description:
The customer reported that the secondary lumen of the PICC found to be cracked near the hub. The line was removed. There was no harm reported.